Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered three rounds of inappropriate anti-tachycardia pacing (atp) and eight inappropriate shock(s) due to an episode of atrial arrhythmia. Device experienced therapy exhaustion. The device accelerated the rhythm to ventricular fibrillation (vf) and therapy failed to convert. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b5. Describe event or problem. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered three rounds of inappropriate anti-tachycardia pacing (atp) and eight inappropriate shock(s) due to an episode of atrial arrhythmia. Device experienced therapy exhaustion. The device accelerated the rhythm to ventricular fibrillation (vf) and therapy failed to convert. This device was [ponga resolution si lo tiene y si omita]. The device remains in service. No adverse patient effects were reported.